Manufacturer narrative:
Based on the claim against the product by the customer noting slightly frayed wires, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding frayed wires was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. An additional observation not reported by the site was observed. The instrument was found to have dried residue on the clamping pulleys. This complaint is considered a reportable event due to the following conclusion: it was alleged that the internal wires around the tip of the instrument were slightly frayed resulting in what looked like metal shards potentially falling into the patient when the instrument was in use. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had internal wires around the tip of the instrument that was slightly frayed resulting in what looked like metal shards potentially falling into the patient when the instrument was in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.